Event description:
The device was returned for sticky pins. Sticky pins may not open or close fully when called. This could cause unintended delays or deliveries in drug infusions. Root cause investigation is still ongoing per internal CAPA.

Manufacturer narrative:
Corrected section d to match gudid.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: (B)(6) reported: type of alarm: cartridge misloaded, remove and reload pump infusing? No patient harm? No hard power reset? Yes. Result of power reset? Same as above other notes: attempted to load 2 different sets of tubing with same issue. Also cleaned device in between. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.